Event description:
Customer reported a button error alarm. She also stated she had replaced her battery but the problem persists. The customer's blood glucose was 166 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners and reservoir tube lip. Unit received with broken belt clip slot. Unit received with minor scratched lcd window.